Manufacturer narrative:
One device was returned for repair with complaint of error code 1320. Review of event log found error code 1320. Reported problem was verified by power up and visual inspection. Probable cause of problem was the real time clock (rtc) battery had inadequate solder connection. Replaced rtc battery to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the pump alarmed and exhibited error code 1320. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.